Manufacturer narrative:
The insulin pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm noted in alarm history. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during testing. The insulin pump had cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 129 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump due to motor error alarm. The customer stated that they were unable to check the alarm history. The customer mentioned that the insulin pump was restarting. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.